Event description:
It was reported that an intra operative movement occurred while the mayfield skull clamp was in contact with the pt. There was no injury involved with this event. The sales rep had inspected the unit the week before and did not find any issues.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.